Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. Nothing further reported.